Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported with the patient's prior pump a staff member at the healthcare professional (hcp) office misprogrammed the patient's pump. They essentially programmed it so every time they gave themselves a bolus it gave the patient the equivalent of a full days dose; a near overdose event. The patient stated they were feeling pretty good for about a month and they did not notice anything. They noted they were feeling better after having a lot of pain. The event date was unknown. No further complications were reported. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)- catheter issue, inability to aspirate.